Event description:
This event is reportable based on the product analysis. Two 5.0x40/40 sterling balloon catheters were received for mfg # 2134265-2008-04701. Product analysis revealed that a balloon ruptured had occurred on both devices. We were informed that one device was returned by mistake and that there was no complaint against it. Because both devices have the same upn and batch number a product analysis was performed on both devices to determine which one was the complaint device. Product analysis confirmed that the balloons on both of the 5.0x40/40 sterling balloon catheters had ruptured. We were unable to obtain any information about the procedure this device was used in.

Manufacturer narrative:
Device eval: initial visual and tactile inspection of the returned catheter presented no irregularities. Microscopic examination of the balloon revealed a scratch and a hole in the balloon wall near the proximal marker band. The scratch began approximately 2.5mm from the distal edge of the proximal marker band and extended distally approximately 1.0mm. The hole in the balloon was approximately 0.5mm distally from the distal end of the scratch. The balloon was inflated to 5atms with ambient water and a stream of water emitted from the hole aforementioned hole in the balloon. No other leaks or irregularities were evident. Inspection of the remainder of the device presented no other irregularities. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.